Manufacturer narrative:
The insulin pump powered up after battery installation and gave a constant full segment display due to faulty connector on the interface board. There were no unexpected constant audio alarm anomalies. (B)(4).

Event description:
Customer reported via phone call high blood glucose, display anomaly and constant tone anomaly. Customer's blood glucose level was 401 mg/dl. Customer advised the insulin pump would ring continuously and when they replaced the battery the display screen went blank. Troubleshooting for constant tone was performed. Customer advised they received the constant tone when they tightened the battery cap. Customer received a no delivery alarm prior to the constant tone and was able to clear it using the esc and act buttons. Troubleshooting was unable to be completed as a result of blank display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.